Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure on the right lung, the patient allegedly developed a pneumothorax in the left lung. A pigtail catheter was placed to resolve the pneumothorax, and the patient was hospitalized for one night. The pigtail catheter was removed the next day, and the patient was discharged. Although the physician believes that the pneumothorax was most likely caused by positive pressure ventilation and the patient¿s underlying history of parenchymal disease, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal right lung biopsy procedure, the patient allegedly developed a pneumothorax in the left lung. A pigtail catheter was placed to resolve the pneumothorax, and the patient was hospitalized for one night. The pigtail catheter was removed the next day, and the patient was discharged. The physician believes that the pneumothorax was most likely caused by positive pressure ventilation and the patient¿s underlying history of parenchyma disease.